Manufacturer narrative:
(B)(4). It is not clear at this point if the device is available. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
As reported by the patient, she developed an infection after a bactiseal peritoneal catheter was implanted.

Manufacturer narrative:
(B)(4). A review of manufacturing records was performed and found no discrepancies when the device was released to stock. If additional relevant information is provided in the future, a follow-up report will be submitted. At present, we consider this complaint to be closed.